Manufacturer narrative:
Product not explanted from patient. If the product is explanted and returned, an evaluation fo the actual device will be conducted. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Product not explanted from patient. If the product is explanted and returned, an evaluation fo the actual device will be conducted. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Patient had a free fibula graft. The company representative was informed by the surgeon that the plate may not be explanted. The graft appears to be intact.